Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing and low out of range pacing impedance measurements below 200 ohms. Technical services (ts) was consulted and reviewed interrogation and trouble-shooting options. Further rv lead monitoring is expected. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that after further testing, this rv lead was suspected of subclavian crush. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing and low out of range pacing impedance measurements below 200 ohms. Technical services (ts) was consulted and reviewed interrogation and trouble-shooting options. Further rv lead monitoring is expected. No adverse patient effects were reported. This rv lead remains in service.